Event description:
The implanting surgeon reported the cryolife human pulmonary valve and conduit possessed areas of delamination upon thawing and dilution. After partially implanting the valve, the implanting surgeon decided to remove the homograft and implanted an edwards porcine valve.